Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pam270 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown foot procedure on (B)(6) 2019 and suture was used. While closing the subcutaneous tissue, the tip broke and it split. The sliver of the needle stripped off from the tip. The sliver was recovered. The case was completed with another device of the same product code. There were no adverse patient consequences reported.